Event description:
It is reported that during the implant procedure, and during device and lead testing, the device and/or lead started undersensing the induced ventricular fibrillation for about three seconds. The device and lead remain in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.